Event description:
Additional info received from MFR on: 12/04/1998mfg plant indicated that they were using up a supply of cartons they had in stock that had the "plunger tip made of rubber" statement on them. The plant has reported that measures have now been taken to remove this statement on the artwork of this cartoon.